Manufacturer narrative:
(B)(4). Shroud separation. The analysis results found that one device was returned with the handles open and with an ecr60b reload loaded on the device. The reload was received fully fired. No functional test could be performed due to the condition of the device. It should be noted that the open handles is a failure mode not related to incomplete staple line. The device was disassembled to review the conditions of the internal components and no abnormalities were found. While no conclusion could be reached as to how the shrouds became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments and all cartridges are inspected using an automated vision system that ensures all staples are present before placing the retainer; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Additional information was requested on 6/2/2010, 6/21/2010 and 7/14/2010 and no response was received.

Event description:
It was reported that during an unknown procedure, the customer reports this stapler didn't apply the complete line during the use. In fact the line was incomplete. As a result, the surgeon had to completely convert this operation from a laparoscopic surgery to a laparotomy surgery. No other information on the condition of the patient at the present moment. Additional followup has been performed to obtain additional information.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.